Event description:
The customer reported that while the unit was in use on a pt, they lost ECG for a few seconds and the helium tank was leaking. The pt was switched to another unit and therapy was continued. No pt injury was reported.